Manufacturer narrative:
Product was evaluated and incident rate is considered very low. The heat exchanger was air leak tested and had a leak in the inner weld. The leak was located on the opposite end of the port area. The leak was due to a welding issue and poor solvent bond. The energy applied may have been too extreme, thinning the film and causing a leak.

Event description:
It was alleged that a 3m ranger (tm) high flow blood/fluid disposable set leaked at the heat exchanger component. No patient was involved and no injury was reported. The type of fluid being used was not specified within the reported incident. The leak was discovered during priming.